Event description:
Device issue: stent jumped. Time of device issue: during deployment. Adverse event: placement of an unplanned stent, prolonged hypotension. Onset of adverse event: during the procedure. It was reported via a trial that during a right internal carotid artery stenting procedure using two rx acculink stents, the second rx acculink stent jumped proximally during deployment resulting in a gap between the two stents. A herculink plus was placed between the two stents filling the gap. Post procedure, the patient experienced hypotension and was treated with neosynephrine. Three days post-procedure, the hypotension resolved. The patient was discharged (B) (6) 2010. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: possible causes for inaccurate delivery include, but are not limited to, deployment technique, handling of the product during deployment, accessory device support and/or incorrect device size selection. The rx acculink instructions for use (IFU) instructs, "ensure that the rhv is open. Remove any slack from the delivery system and reconfirm stent position. Ensure that the guide wire and sheath do not move during deployment. Immobilize the guide wire and rhv or sheath by holding them in place with your other hand. While pressure down with the thumb to avoid any forward motion, retract the handle." Reportedly, the patient experienced hypotension post procedure. It should be noted that hypotension is listed as a known adverse event in the rx acculink IFU. It is unknown if the hypotension is related to the product or procedure. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot and all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incident reported for hypotension or inaccurate delivery for this lot. There is no indication of a product quality deficiency. In this case, a conclusive cause for the reported inaccurate delivery or hypotension could not be determined.